Manufacturer narrative:
Based upon the clinical assessment, the reported event is inconclusive; rather a type 1b and type ii endoleak was confirmed. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. Based upon the investigation, a root cause was not definitely identified and therefore, identification of a design or manufacturing issue is inconclusive. The clinical review identified the following factors that may have contributed to the patient outcome: product use was incongruent with the IFU due to: the cuff was two sizes larger in diameter than the main body; and, given the observed severe bilateral. Iliac artery angulation (right 180° and, left 140 °) at 27 months post implant. Patient factors that might have contributed to this event included: use of antiplatelet therapy (aspirin). Additional device initially implanted: model: a34-34/c100-020 v suprarenal aortic extension lot: 1252451-014 rel. Date: 7/17/2014 exp. Date: 6/20/2015.

Event description:
It was reported the patient had a procedure on (B)(6) 2014 with a bifurcated device and a suprarenal aortic extension. Upon follow-up, computed tomography revealed 3a and 1b endoleak. Physician elected to place a suprarenal aortic extension and a limb aortic extension to seal the endoleak. The patient is in stable condition.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Model# and lot# of other involved device: model# is20-25/c65 sa; lot# 1253196-002, dom: (B)(6) 2014; expiration: 07/22/2017;(B)(4).

Event description:
It was reported the patient had a procedure with a limb stent graft and a vela suprarenal aortic extension. During the procedure, an endoleak type iiia and ib occurred. The physician elected to add a suprarenal and an iliac limb to correct the endoleak.